Manufacturer narrative:
From 09/23/2015 to 05/06/2016; previously reported manufacture date is incorrect. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: visual inspection of the returned sample found "tailing haptic was deformed and iol was injected outside of the nozzle. The nozzle was raptured. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down to the final position. There was no irregularity found on injector and iol, all met criteria. We could not determine exact root cause from the investigations but it is possible that the customer did not followed the waiting time 20s, but left the preloads much longer than 20s after filling viscoelastic material and this caused iol stuck." (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-3ai aq310ai, 20.5 diopter, preloaded injector and noticed it was tougher to push than usual. The reporter indicated the optical part was blocked at lens insert. The surgeon stopped and implanted another power lens. There was no reported health injury.